Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not locking properly. A field service engineer on visual inspection of hinge pins on refrigerator showed a small misalignment. Then adjusted lower hinge and resumed testing. Door closes and secured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator system door was not locking properly. The customer stated that this malfunction occurred while dispensing the medication. There were no delay to patient care and adverse events or injuries reported based on this incident.